Event description:
The customer reported the ventilator's backup battery would not function when the ventilator was in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician duplicated the reported problem. The service technician reported the device operated on ac power but would not operate on backup battery power. Review of the device diagnostic log noted a 24/+-12v/power fail occurrence, and verified the ventilator had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The service technician replaced the backup battery to complete the service. Applicable final testing was completed and passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.